Event description:
Periodic low impedance causing polarity switches with high opulus causing the patient to have phrenic nerve stimulation. Lead capped and replaced on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)